Manufacturer narrative:
Reliability analysis inspected 1 opened/used sensor and performed visual inspection and found sensor cannula broken, broken part is missing. See attachment file for details. Unable to confirm customer received sensor in said condition due to customer having returned it opened/used. (B)(4).

Event description:
The customer reported via phone call that the insulin pump went into threshold suspend when her blood glucose level was within acceptable range. Blood glucose level at the time of the incident was 71 mg/dl. The customer was advised as to the proper calibration techniques. Customer was advised that the sensor would be replaced and agreed to return the product for analysis.